Event description:
It was reported by service report that the head end was stuck at high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: coupler - head end lift motor coupler had to be replaced.